Event description:
It was reported that the first deltamaxx cerecyte microcoil (cdx18062530/ (B)(4)) pushed the excelsior sl 10 (mc) microcatheter out of the aneurysm, and then, the coil dissolved /prematurely detached from the pusher wire. The deltamaxx cerecyte microcoil (cdx18041530/ (B)(4)) pushed the mc out of the aneurysm. After the deltamaxx cerecyte microcoil (cdx18062530/ (B)(4)) prematurely detached, 3 cm of the coil was in the mc and the other part 22cm was in the aneurysm, therefore the coil and the mc were recovered together. Then, a target standard 360° 7 mm framing coil was placed. For the filling, deltamaxx cerecyte 4mm but this coil pushed also the mc out of the aneurysm, thus they used stryker coil and finished the procedure successful. There was no resistance between the microcatheter and coil, ad a constant and dedicated saline source was used at all times. The microcatheter was not re-shaped. Other that what was reported, no other damages were noticed on the devices (kink, bend, crack, separated, fracture, etc). The target sire was the carotid-t artery with an aneurysm measured 6,7x 4,7x 5,2 mm: neck 2,8mm. There was no adverse event reported, and the devices will be returned for analyses.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. (B)(4).

Manufacturer narrative:
It was reported that the first deltamaxx cerecyte microcoil (cdx18062530/ c11389) pushed the excelsior sl 10 (mc) microcatheter out of the aneurysm, and then, the coil dissolved /prematurely detached from the pusher wire. The deltamaxx cerecyte microcoil (cdx18041530/ c11128) pushed the mc out of the aneurysm. After the deltamaxx cerecyte microcoil (cdx18062530/ c11389) prematurely detached, 3 cm of the coil was in the mc and the other part 22cm was in the aneurysm, therefore the coil and the mc were recovered together. Then, a target standard 360° 7 mm framing coil was placed. For the filling, deltamaxx cerecyte 4mm but this coil pushed also the mc out of the aneurysm, thus they used stryker coil and finished the procedure successful. There was no resistance between the microcatheter and coil, ad a constant and dedicated saline source was used at all times. The microcatheter was not re-shaped. Other that what was reported, no other damages were noticed on the devices (kink, bend, crack, separated, fracture, etc). The target sire was the carotid-t artery with an aneurysm measured 6,7x 4, 7x 5, 2 mm: neck 2,8mm. There was no adverse event reported, and the devices will be returned for analyses. The coil was returned stuck inside a sl-10 microcatheter. The device positioning unit (dpu) and the introducer sheath with the attached resheathing tool were not returned. The coil had to be dissected out of the microcatheter. It was found that the coil's socket ring was severed out of its solder point and the coil unraveled out of its distal solder section. This required external force as no material defects were found at either section of the soldered portion of the coil. Detached debris was found to have been "balled up" and against the proximal end of the coil where the socket ring was severed. This material is not used in the manufacture of this product nor is it stored onsite. This polymer material is associated with returned devices from hospitals. The distal tip and the diameter of the microcatheter has been damaged with the inside edge pulled into the inner lumen. There are two contributing factors to the unintended detachment of the coil inside the microcatheter. The most likely primary contributing factor to the unintended coil detachment occurred when the coil caught the inside edge of the microcatheter and became anchored. When the anchored coil was retracted, both the stretch resistance suture and the one side of the coil's socket ring were severed. For optimum product performance and top prevent potential complications, the instructions for use (IFU) recommends, "caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter." In addition, without the return of the dpu and the complete introducer sheath with the attached resheathing tool used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. The secondary, but less likely contributing factor may have been due to detached debris becoming entangled in the space between the distal tip of the dpu and the proximal end of the coil. This debris was found to have been polymer fiber strands that were in a "ball" form. This type of debris is not used in the manufacture of this microcoil system, the sl-10 microcatheter, and it is not stored onsite at the manufacturing facilities. This debris is normally associated with being found on device returns from all hospitals. However, it cannot be determined when and how this material originated inside the microcatheter and against the coil, as both of these devices were cleaned by the end user before being returned. It is highly possible that this detached debris is post-procedural in origin. The most likely root cause of the microcatheter being pulled out of the aneurysm occurred when the coil was being retracted and caught the distal tip of the microcatheter. This temporarily anchored the coil which with the combined external pullback force caused the microcatheter to move and lose its original target. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event of premature detachment during placement was confirmed, since the coil was found stuck inside the returned microcatheter. However, the reason the coil kinked the microcatheter of the aneurysm could not be evaluated due to the returned condition of the device. Inspections are in place to prevent damaged devices from leaving the facility. With review of the analysis and the device history records there is no indication that the damaged condition of the returned device is related to the manufacturing process. Although no conclusion can be made regarding the reported premature coil detachment or the coil kinking the out of the aneurysm, based on the available information and the analysis of the returned device, a review of the manufacturing documentation associated with this final lot as well as coil assembly subassembly lots presented no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).